Event description:
The pump was returned for investigation. Investigation revealed that the display was dim/fading/discolored. Additionally, investigation revealed that all keypad buttons were intermittently unresponsive. Investigation also revealed that there was contamination under all key contacts. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be torn at the ok button. During testing, all keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts. Additionally, evaluation revealed that the display was dim/fading/discolored.